Event description:
The customer reported that there was a delay in recognizing the patient's condition and that a technical inop (leads off) alarm was provided when the ECG leads became detached, but this was not immediately recognized. Based on the available information, the customer also stated that the device was operating properly. The patient expired.

Manufacturer narrative:
Technical inops are adequately described in the device labeling (instructions for use). Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)